Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the end effector magnet for anspach came detached. This did not negatively impact the case, the outcome was successful, and there was no harm to the patient.

Manufacturer narrative:
Reported event: the magnet for the pka end effector was found missing during a case. Foot control was used to complete the case and there was a 2 minute delay. Device evaluation and results: visual inspection: the magnet was confirmed missing from the trigger. See attached figures. Dimensional inspection: visual inspection confirmed the failure. Functional inspection: without the magnet, the end effector is non-functional. Device history review: review of device history records indicate (B)(4) devices were accepted into final stock on 06/24/2016 with no reported discrepancies. Complaint history review: review of complaint records in the trackwise for p/n 111758, l/n 19340515 database show three (3) other complaints related to the failure in this investigation. The pr#'s are (B)(4). Tracking of complaints related to the 111758 part number will be tracked through quarterly trend request #864. Conclusions: the failure was confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
A surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the end effector magnet for anspach came detached. This did not negatively impact the case, the outcome was successful, and there was no harm to the patient.